Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive sleep/wake button and delayed touchscreen response over an extended period, leading to user frustration and difficulty waking the device; troubleshooting and education were completed, and a replacement device was shipped with instructions for data sync, shutdown, and return of the original. Symptoms included device nonresponsiveness without alarms. Outcomes included no injury, no hypoglycemia, no hyperglycemia, and no hospitalization. Investigation included review of the user¿s account of the malfunction and device use, assessment of troubleshooting steps, and logistical verification of replacement and return processes. Investigation of this case revealed a hardware malfunction affecting the user interface components consistent with a sleep/wake button failure and delayed screen responsiveness, with no evidence of alert generation or broader system failure. It was concluded, based on previously established findings for similar reports, that the cause was a product malfunction attributable to component failure of the device¿s user interface.